Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and all insulators were breached (clavicle-rib crush). It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched.

Event description:
It was reported that atrial lead dislodged when another lead was revised. The lead was explanted and replaced. No patient complications have been reported as a result of this event.